Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 477 mg/dl. No symptoms related to high blood glucose was mentioned. Customer treated with insulin pump. Customer's blood glucose value was 477 mg/dl at the time of incident. Customer reported that he had the infusion set on for 5 to 6 days and it just fell off. Customer also reported he tried to deliver a bolus and it dripped out on the flood. Customer was advised to change the infusion set, every 3 days. Customer corrected his high blood glucose with bolus. The product was not returned for analysis.